Event description:
It was reported that patient entered the operating room at 10.45 on (B)(6) 2022, and underwent resection of the prostate in the combined spinal epidural joint. After the indwelling three lumen foley catheter was flushed, the flushing tube was not smooth, and the catheter was replaced immediately. There was no injury caused to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box".